Manufacturer narrative:
A review of tickets determined an increase in complaints for lot 04405ui00, but no trends were identified for the product. Return testing was not completed as returns were not available. Accuracy testing was performed with a retained kit of lot 04405ui00 and panels. All validity and acceptance criteria were met, demonstrating that this lot is performing acceptably. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. The use of the architect total b-hcg assay as described in this ticket is not in alignment with labeling. The package insert clearly indicates that the intended use of the product is for the quantitative and qualitative determination of beta human chorionic gonadotropin (b-hcg) in human serum and plasma for the early detection of pregnancy, therefore, this event is considered off label use. Based on the investigation no product deficiency was identified for the architect total b-hcg reagent, lot 04405ui00.

Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier = (B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There is no further patient information provided by the customer.

Event description:
The customer reported false positive architect b-hcg results on one (B)(6) year old female patient. The results provided were: sid19121074167 initial = 68.21miu/ml (>/=25.00miu/ml = positive) / retest = <1.2miu/ml (</=5.00miu/ml = negative). There was no reported impact to patient management.